Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 28nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator was involved in a patient incident. Additional information has been requested about the event. At the moment it is unknown if there was any patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 11dec2018. Date of manufacturer: 07dec2018. Additional information was received from the customer that there was no harm to the patient due to the reported event. The customer reported that the issue was that the patient was not receiving sufficient o2. The customer stated that the ventilator diagnostic logs were reviewed and it showed that the mask off alarm was present and the ventilator is back in service.